Event description:
Patient had a cesarean delivery (c-section). After closure, it was noted that the tip of a suture needle had broken off. It was too small of a piece to use x-ray or find it on wound exam. The nurse estimates that the size of the broken tip was at less than 2 mm. The needle was not kept, but we have the package.